Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump settings may have been input incorrectly by the customer. The customer's blood glucose was 82 mg/dl. Reportedly, the customer consulted with the healthcare provider for changing pump settings.